Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they attempted to charge their implant today but received a 1707 error code and they do not know what to do next. On the call, patient services had the caller feel for the implant and line up the bottom edge of the recharger with the bottom edge of the implant. Caller mentions that they cannot feel the implant and do not know if the doctor wants them to charge the implant yet, but their device is at 0-20%. After the caller did this, they started a charging session but soon after the recharger went back to searching for device then 1707 error code. Patient services then had the caller restart the external equipment, enter the recharger application, turn the recharger on and place the bottom edge of the recharger in line with the bottom edge of what the caller thinks is the implant and the caller encountered a 2702 error code (no belt used). After they press ok, the caller started experiencing electric shock; the caller had the recharger over their skin and patient services recommended they wear a thin layer of clothing. After the handset said searching for device for a period of time, the caller encountered another 1707 code as well as a 1708 code. The recharger then connected to the implant for a short amount of time and showed their battery charging at 0% and quickly jumped to 20%, once it showed 20% the handset went back to searching for device. Patient services then recommended to put the recharger in the belt, but the issue persisted and received a not found recharger message even though the recharger was on. After the recharger connected to the handset, the caller received another 1707 error code. Patient services then had the caller turn the recharger volume off and after this was performed the caller started an excellent charging session, but without moving the searching for device message appeared again and the caller received another 1707 error code. The patient was redirected to their healthcare provider to further address the issue and had a follow up appointment scheduled for december 17th. On an additional call the patient said that they were currently at the doctor¿s office with the healthcare professional and a manufacture representative and it was determined that the external equipment needed to be replaced. The patient said the manufacture representative¿s recharger connects to their implant and they are currently charging with no issues. The patient was transferred to repair.

Manufacturer narrative:
B6 codes updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that replacing the recharger resolved the issue. When asked to clarify the shock anytime someone touched their battery site the rep replied that the patient stated that anytime someone or something, even clothing, would touch the battery site, she would be feeling a burning shocking type of sensation. It was discussed that it could still be sensitive from procedure. The sensation was reported to be at the pins of the recharger but also anytime someone or something, even clothing, would touch the battery site, she would feeling a burning shocking type of sensation. It was said that the programmer was not being used at this time and the sensation happened at the start of a charging sensation. The sensation happened when the patient had only charged once. The recharger was in contact with the skin. The patient was told to put on top of their clothing.

Manufacturer narrative:
Continuation of d10: product ID: cd9000, lot#/serial#: (B)(6), product type: accessory. Product ID: wr9220, lot#/serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had described the shocking anytime someone touched the battery site, not just when the device was on the patient. The rep wrote that the patients original recharger was defective.